Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc did not boot up correctly. The customer informed that the large screen did not display. Upon troubleshooting, fse started up the device manually, which booted up the flexvision pc. However, fse also replaced the disk bay of the flexvision pc to resolve the issue permanently. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has implemented a medical device correction z-1151-2024. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision did not bootup correctly and the large screen had no display. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.